Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had a loose (cardboard/paper) particle in the piston of the syringe. The following information was provided by the initial reporter: we received a complaint from a customer about a loose (cardboard/paper) particle in the piston of the syringe. The particle was discovered before the syringe was filled.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022 h6: investigation summary it was reported there was a loose particle in the syringe. To aid in the investigation, one sample in a plastic bag and one photo was provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. There was no foreign matter located in the syringe or the plastic bag. No defects or imperfections were observed. The photo provided shows a syringe with a piece of foreign matter located at the 20ml mark. A device history record review was completed for provided material number 301031, lot number 2020146. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered as syringes are produced in a controlled environment and no foreign matter was received for analysis or identification. H3 other text : see h10

Event description:
It was reported that the bd luer-lok¿ syringe had a loose (cardboard/paper) particle in the piston of the syringe. The following information was provided by the initial reporter: we received a complaint from a customer about a loose (cardboard/paper) particle in the piston of the syringe. The particle was discovered before the syringe was filled.